Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20mar2019. The customer reported that a defective tank regulator was the source of the issue and that the unit was now working properly.

Event description:
It was reported that unit alarmed "no oxygen supply" and "high oxygen pressure". There was no patient involvement. The event date was not specified; estimate used.